Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via a manufacturing representative (rep) regarding a patient whose implantable pump was delivering an unknown drug. A motor stall was seen during initial interrogation. The patient recently had a magnetic resonance imaging (MRI), it was unknown as to why patient had an MRI and whether it was done due to a suspected problem with the device/therapy. Motor stall recovery was not noted on the logs, and it had been more than 2 hours since patient exited MRI field; the MRI was done at 11:30 on the morning of this report date, at the time of the call, it was 2:00. There were no symptoms mentioned. The rep later indicated that the motor recovery occurred showed in the logs 48 hours after once it was interrogated again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.